Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On 08/25/2024, the patient was feeling nauseous and weak, therefore, her boyfriend took her to the hospital. At the emergency room, the patient¿s cgm was reading 181 mg/dl, and the bg meter was reading 243 mg/dl. The patient¿s magnesium level was also low, therefore, she was treated with 2 liters of IV fluids, as well as ondansetron for her nausea. The patient was discharged home after approximately three hours. The patient was feeling better at the time of the report. The reported glucose values fall within the b zone of the parkes error grid. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.